Event description:
It was reported that as a lens was implanted in the capsular bag, the surgeon observed the whole of the trailing haptic had broken away from the optic. Surgeon enlarged the incision to 4.5 - 5.0 mm to remove the 2 lens pieces. A second lens was implanted successfully and the incision was sutured. The pt's outcome was expected to be good. Reference MDR# 2031924-2011-00147 for the crystalens iol involved in the event.

Manufacturer narrative:
The device has been requested, but has not been returned to b & l for eval. Investigation is ongoing. Results will be submitted to the FDA in a supplemental report.